Manufacturer narrative:
The device was not returned, without a product return, no product evaluation is able to be conducted. Production records were reviewed, no evidence of any potential causes of reported incident. The current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that following a sleeve gastrectomy procedure the patient experienced post-operative bleeding. A surgical reintervention was initiated and bleeding from the omentum was observed. The patient was able to recover following the second surgery. The disposable device was disposed of and is not available for return. No information has been received to indicate any device malfunction or any device related cause of the event.